Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated fours days later with unspecified antibiotics. At the time of this report, the patient was recovering and pd therapy was ongoing. The reporter declined to provide additional information.